Event description:
It was reported that the patient presented with intermittent dizziness accompanied by numbness. The procedure was performed on (B)(6) 2025. The target lesion was located at the posterior communicating artery (aneurysm). The stent (subject device) implantation was smooth and uneventful. Full expansion of the stent cells and complete apposition to the vessel wall were achieved and confirmed under fluoroscopy. The size of the stent was appropriate and well-matched for the treatment site. On (B)(6) 2026, the patient developed unclear speech and left upper limb weakness without obvious cause. The patient was admitted to the hospital on (B)(6) 2026. An MRI (a magnetic resonance imaging) showed a large acute cerebral infarction in the right basal ganglia region and the periventricular area of the lateral ventricle. It was assessed as minor ipsilateral ischemic stroke, and it was treated with intravenous mannitol. In the physician¿s opinion, the patient¿s acute cerebral infarction in this episode was caused by the progression of his long-standing poor cerebrovascular baseline status, including macroangiosclerosis and small vessel disease. It is a complication arising from the natural disease course, with no causal relationship to the prior implantation of a stent for the aneurysm. The stent (subject device) performed as intended and met the expected performance. The patient was discharged from the hospital on (B)(6) 2026 and patient¿s current condition is stable.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The stent (subject device) was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the subject device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that ¿a 45 yrs male with previous medical history of hypertension, ischemic stroke (jul 2024) & vertebral artery stenosis had a target saccular aneurysm at right internal carotid artery-communicating (c7 segment) (3.52x4.74 mm, neck 4.25mm). The procedure was performed on december 23,2025 completely covered aneurysm neck, total procedure duration 80 mins. On january 13, 2026, the patient developed unclear speech and left upper limb weakness without obvious cause. The patient was admitted to the hospital on january 15, 2026. MRI (a magnetic resonance imaging) showed a large of acute cerebral infarction in the right basal ganglia region and the periventricular area of the lateral ventricle. It was assessed as minor ipsilateral ischemic stroke and it was treated with intravenous mannitol. Additional information provided by the customer indicated the patient's current condition is is stable. The patient was discharged from the hospital on january 28, 2026. The physician believes the cause of reported (cerebral infarction) was due to acute cerebral infarction. The patient¿s acute cerebral infarction in this episode was caused by the progression of his long-standing poor cerebrovascular baseline status, including macro angiosclerosis and small vessel disease. It is a complication arising from the natural disease course, with no causal relationship to the prior implantation of a stent (subject device) for the aneurysm. The patient presented with intermittent dizziness accompanied by numbness. The stent implantation was smooth and uneventful. Full expansion of the stent cells and complete apposition to the vessel wall were achieved and confirmed under fluoroscopy. The size of the stent (subject device) was appropriate and well-matched for the treatment site. The subject device performed as intended and met the expected performance. Continuous flush was maintained throughout the procedure. The vascular anatomy was not tortuous. No anomalies of the subject device were noted prior to use and the subject device was prepared in accordance with the dfu. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.